Event description:
A (B)(6) male contacted lifecor customer support to report that the two replacement battery packs he received 3 days ago are no longer working in his monitor. When he inserts the batteries "nothing happens." The patient also mentioned that he is scheduled to receive his ICD in two days. The patient's battery packs and monitor were replaced.

Manufacturer narrative:
Device manufacture dates: battery pack sn (B)(4) - 12/2006. Battery pack sn (B)(4) - 12/2006. Monitor sn (B)(4) - 12/2006. Device evaluation summary: device evaluations of battery packs sn (B)(4), and monitor sn (B)(4) have been completed. The reported problem was confirmed. Battery packs sn (B)(4) were received with 0 volt output. A defective u3 supervisory ic was found within both battery packs. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. Monitor sn (B)(4) passed all functional tests. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery packs. The patient received replacement battery packs and monitor. Further investigation is currently underway into the patient's home environment and device care practices due to the non-random nature of this patient's battery failures.